Manufacturer narrative:
Product analysis : visual and optical examination of the ibt balloon identified a small pinhole puncture near the distal peak of the balloon. The location, nature and timing of the balloon puncture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient with a compression fracture at l3 underwent a bilateral kyphoplasty. During the bkp (balloon kyphoplasty procedure), the balloon was inserted into the vertebral body through the cannula per procedure guidelines. Upon inflation the balloon reached 2cc and 400 psi, then ruptured. A small hole was noted upon assessment of the balloon outside of the patient. The contrast was irrigated from the vertebral body with saline. The patient was not reported to be allergic to contrast, and no balloon fragments were left behind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.